Manufacturer narrative:
Manufacturing location is (B)(4). Device history review was completed. Manufacturing location: (B)(4), manufacturing date: february 3, 2010 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is odp. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a left pelon fracture that was repaired on (B)(6) 2016. While implanting a 2.7mm variable angle (va) locking screw, the torque limiting attachment 1.2nm failed/ did not work which stripped the screw and bent the torque limiter. The screw was removed intact, and another locking screw was implanted. There was no delay in surgery and no harm to patient reported. The procedure was completed without further issues. The patient outcome is stable. Concomitant devices reported: 2.7mm va locking screw size 44mm (part # 02.211.044, lot # unknown, and quantity: one), and torque limiter (part # unknown, lot # unknown, and quantity: one). This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Lot number was identified upon inspection of returned device. A manufacturing investigation was performed for the subject device (torque limiting attachment 1.2nm, part number 03.110.002, lot number 2815). The subject device was returned to the manufacturer with the complaint condition stating that while implanting a 2.7mm va locking screw, the torque limiting attachment 1.2nm failed/ did not work which stripped the screw and bent the torque limiter. The screw was removed intact, and another locking screw was implanted. There was no delay in surgery and no harm to patient reported. The procedure was completed without further issues. The returned device was visually inspected and underwent functional testing. The reported condition was confirmed. The torque limiter 1.2nm s/n (B)(4) failed test no. 20, 40 and 60 of the service manual. Following was determined: the tool holder is deformed, bent, loose and not functional. A definitive root cause could not be determined; however, the most probable cause of the complaint condition is likely that the device was dropped and damaged and/or was excessively applied during use. A device history record review has been requested. The results are pending completion and will be reported in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.